Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of "image noise." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was present when tested. This report is submitted due to no image present when tested.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced due to a board failure. Additional evaluation findings are as follows: 1.) Appearance defects of the video connector; 2.) Appearance defects of the control unit due to physical/chemical stress; 3.) Air/water leakage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was estimated that the communication failure occurred due to the cable failure resulting to the image no longer being displayed. The connector part was cracked, and moisture entered from the part, resulting in the failure. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿please do not reprocess or store this product with tweezers, forceps, scalpel, etc., otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. Please do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage.¿ olympus will continue to monitor field performance for this device.